Event description:
It was reported that during a shoulder arthroscopy procedure using the speedstitch suturing device, the stitch would not pass because the needle was allegedly bent. The surgeon pulled the device outside of the pt and when he attempted to remove the needle from the device, the needle broke. The procedure was ultimately completed using a competitor's suture lasso. There were no significant delays or pt complications reported as a result of this event.